Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak appeared under the fusion oxygenator within the first few minutes of cardiopulmonary bypass. The leak was not present during priming with crystalloids. Analysis of the leak's location was performed, and the blood loss rate was estimated at less than 60 ml/h during cardiopulmonary bypass. A fiber rupture was diagnosed as the cause of the leak under positive pressure, with no risk of infection identified. There was no rupture of the heat exchange compartment. A risk-benefit assessment was conducted regarding stopping cardiopulmonary bypass and switching to a circuit with double hemodilution, considering the inevitable blood loss. The decision was made to continue the case, with a backup pump and a second intravenous line on standby. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenator used in the manufacture of this custom pack: 231493908 and 231493906.

Manufacturer narrative:
Medtronic received additional information that the input was not changed. Heparin was used in prime or during the case. No unplanned blood transfusion was required as a result of this leak. Correction b.3 date of event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.